Event description:
The manufacturer received information alleging the device was smoking. The patient turned the device off and immediately returned the device. There was no allegation of harm or serious injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.